Event description:
This is a case report received from baxter portugal. A nurse reported a patient experienced bacterial peritonitis manifested by cloudy effluent on (B)(6) 2012. The patient went to the hospital, but was not admitted. No other symptoms were present at that time. On (B)(6) 2012, remedial treatment for bacterial peritonitis was started with ceftazidime (1g a day ip) and cefazolin (1g a day ip). On (B)(6) 2012, the peritoneal effluent was cloudier and the patient experienced abdominal pain. Antibiotic therapy with ceftazidime and cefazolin was stopped and replaced by vancomycin (1g a day ip). On (B)(6) 2012, the patient worsened and was hospitalized. Vancomycin treatment continued. On (B)(6) 2012, vancomycin treatment stopped and ceftazidime (1g a day ip) and gentamycin (60 mg a day ip) was started. On (B)(6) 2012, the patient's peritoneal catheter was removed and capd therapy was temporarily withdrawn. On (B)(6) 2012, hemodialysis was started. On (B)(6) 2012, the patient was discharged from the hospital. According to the reporter, this infection was related to the fact that patient lives in a farm and has no potable water. On (B)(6) 2012, the patient recovered from the event of peritonitis. Reporter provided all available information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The sample is not available for collection. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer report of peritonitis was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.